Event description:
It was reported that, "as the drill was passed over the k-wire, the k-wire got stuck in the drill and came out as one piece, stuck together. Once drill and k-wire were removed from patient, surgeon tried to disengage parts, but k-wire was jammed inside of drill. This incident occurred a second time with a different drill.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. Same pt event as MDR 8031020-2009-00080.